Event description:
The rep called back and reported, the physician capped the lead, but may not have capped the extension. Hcp intends to reimplant. The neurostimulator was removed. The extension was cut and left attached to the ins. Both ins will be replaced 5/28 to eri. And patient wants to go to rcs. The right extension will also be replaced on 5/28. Rep reported, upon surgeon removing lead cap from lead implanted in may end contact wire exposed. Connected lead to new extension and new battery (planned). Impedance check performed and contact 3 high. The issue was not resolved.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The event date is unknown. Concomitant medical products: product ID: 3389s-40, serial/lot #: (B)(4), ubd: 27-aug-2017, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the manufacturer representative (rep) was at a revision surgery yesterday. The patient's right lead had moved and the healthcare provider (hcp) removed the old lead and implanted a new lead. The left side is fine. The patient had lost therapeutic benefit. The hcp will decide this week whether to removed the extension and/or lead this week. The hcp intends to do further revision end of next week. It was also noted that the patient had gained weight. There is no further information available per the rep.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer¿s representative (rep) reported the prior battery was removed due to normal battery depletion. The extension was cut prior to the rep¿s ¿portion¿ of the case so they weren't present in the case where the extension was cut. The explanted devices were discarded.